Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. The pulse generator could not be interrogated; premature battery depletion was suspected. The device was explanted. No additional information or patient symptoms could be obtained.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2016. The patient's condition was stable.